Event description:
It was reported the left ventricular lead had high thresholds at 5.0 volts at 1.0 milliseconds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was also reported that the lead was capped and replaced.